Event description:
The customer reported that while performing a volume verification using summit sample handler tip positions 7 and 8 intermittantly failed to either aspirate and/or dispense the proper amount of reagent to the wells. No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.